Event description:
It was reported to bsc that during a therapeutic ercp (pt gender and age unknown) the cutting wire broke. The customer reported that no part of the wire broke off into the pt. It is not known if the procedure was completed. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been rec'd by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.